Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) pacing impedance measurements were observed to be greater than 2,000 ohms. Rv pacing threshold measurements had also increased. An invasive revision procedure was performed and the rv lead was capped and the chronic device was electively explanted. To date, no adverse patient effects were reported with this clinical observation.